Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that during preventive maintenance (pm) the fse performed a fiber optic test and the iabp passed. The fse also utilized a different intra-aortic balloon (iab) with fiber optics and could not duplicate the event. The unit passed all functional and safety tests per factory specifications and was returned to the customer, cleared for clinical use. Initial reporter: the full name of the initial reporter is (B)(6). An abbreviation was used due to the full name exceeding the maximum character limit for that field.

Event description:
A getinge sales representative reported that during "in-service training" the intra-aortic balloon pump (iabp) alarmed fiber optic sensor failure. No patient involved or adverse event reported.

Manufacturer narrative:
08/25/2017 02:35 pm (gmt-4:00) added by (B)(4) (pid-(B)(4)):

Event description:
A getinge sales representative reported that during "in-service training" the intra-aortic balloon pump (iabp) alarmed fiber optic sensor failure. No patient involved or adverse event reported.